Event description:
The device was being used to pace a pt and the device reportedly gave connect electrodes messages when pacing was attempted. The combination electrodes were replaced and the device continued to display connect electrodes. The pt's outcome and details were not reported to mpc.